Event description:
It was reported that the device exhibited an air in line alarm. The product fault occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal, bent latch lock and bubbled downstream occlusion (dso) seal. The event history log revealed air detector on/off changed from on to on. Functional testing was able to replicate the reported issue. The root cause was determined to be an inoperable air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.